Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had insulin flow block. The customer¿s blood glucose was 99 mg/dl at the time of the incident. The customer stated that the pump went into auto mode turned off and got insulin flow block alarm. The customer declined to check the blockage. The customer was advised to monitor pump. The insulin pump will not be returned for analysis.